Event description:
It was reported to the sales rep that the product was used for laceration closure following surgery. The pt presented with an infection after an unspecified time-frame. The pt cultured positive for mrsa (methicillin resistant staphyloccus aureus) current condition of the pt is unk. No more information was provided.